Event description:
It was reported by the customer that a pyxis anesthesia es system drawer failed and unable to open. Customer required urgent assistant to recover the drawer. The manufacturer reached out to the customer for additional information regarding the event, but no other information was released. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that drawer not unlocking. A field service engineer confirmed that no issue was found and drawer recovered. The system functioned as intended.

Event description:
It was reported by the customer that a bd pyxis anesthesia es system drawer failed to open. The customer required urgent assistance to recover the drawer since the device is in surgical or room usage. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: b1, b5, d1, g2, h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6) 2022 to (B)(6) 2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 2.1 was not unlocked. A field service engineer confirmed that no issue was found, and the drawer recovered. The system functioned as intended after troubleshooted by the field service engineer.